Manufacturer narrative:
Additional information received on 26dec2018, it is unclear if there was smoke or fire noted, and if patient was prepped for surgery or if there was a surgical delay. No patient injury/death alleged. It was reported on 03jan2019, that the mlx light source s/n: (B)(4) was using the pilling fiber optic cord plugged into the storz port. The returned product was (teleflex) pilling catalog number: s510pr, blue fiber optic laryngoscope cable 10ft. Length. (Obsolete). The device was returned for evaluation. A visual inspection under magnification found the exposed end of the fiber-bundle in the connector was partially melted and the adjacent section of the metal connector exhibited a burnt-discoloration. Based on the information obtained from the investigation the reported issue is user error; use of an unapproved fiber optic cable (incompatible accessory) for the mlx 300-watt xenon light source. UDI #: (B)(4). Linked to mfg report number: 2523190-2019-00002.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hospital reported that while using the 00mlx mlx 300w xenon lightsource with the following cables, pilling laryngoscope cord s358pra plugged into the storz port, (utilized with pilling laryngoscopes 522225p and 522010) and the nuvasive cord (used for spinal fusion procedure) plugged into the olympus port, there was a burning plastic smell. The tip on each of these cords is approximately 2¿ +. Originally, additional information was asked if there is a way for the hospital to use the above cables, with the mlx, including the welchallyn headlight without experiencing discoloration and smell.